Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient's "health has been damaged" without further details. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 07/13/2020. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no foam particles observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.